Manufacturer narrative:
(B)(4). Investigation summary: the customer reported that when moving the cell-dyn 4000, the connection of the waste tubing became loose and splashed an inspector that was standing nearby with waste fluid in the eyes. The inspector washed the eyes immediately after the incident. The inspector was sent for diagnosis at ophthalmology; ophthalmology results showed no problem. There was a high possibility that the waste fluid contained infectious substances; therefore, the individual was tested for infectious diseases. The testing came back negative, but the individual will be retested in 2 to 3 months. Customer service and support arranged for the cell-dyn 4000 instrument to be checked and/or fixed the arrangement of the waste tubing. Product labeling was reviewed and found to contain instructions for basic troubleshooting and hazardous material warnings and information. It also warns that waste in the waste tubing can be infectious and to wear appropriate personal protection equipment and follow biosafety practices as specified in the osha bloodborne pathogen rule (29 cfr part 1910.1030)1 or other equivalent biosafety procedures. A non-statistical trend (nst) review was performed and no nst was identified. Based on the investigation, no product issue was identified for the cell-dyn 4000 for the reported event. This is the final report.

Event description:
The cd 4000 analyzer was moved recently to another location, and it appeared that the connection of the tubing for the waste fluid was loose. The tubing subsequently became disconnected and a customer that was not the operator but standing nearby was splashed with the fluid. Fluid got into the person's eyes. The person washed his/her eyes immediately. The person is to follow-up with a visit to the ophthalmologist and also testing for infectious diseases. The person was not wearing protective eye wear at the time of the event. To date, no additional information is available regarding patient's status or possible injury or treatment resulting from exposure.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.